Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years. The device remains in use supporting the patient. The reported power elevations and the reported speed change were confirmed per the evaluation of the submitted log file. No other atypical events were captured and the pump speed remained above the low speed limit for the duration of the log file. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a history of power surges. The patient¿s lactate dehydrogenase (ldh) level had doubled from a baseline of 200-300 u/l to 523-594 u/l and remained elevated for approximately 5 days. Pump powers were reported to be 17 watts (up from a baseline of 7-8 watts) which raised suspicion for lvad thrombosis. It was reported that there was a concern for infection as the patient had infected teeth and dental work was performed approximately 1 week earlier. The patient was admitted and the lvad speed was decreased from 10,200 rpm to 10,000 rpm. Power surges continued, however, they appeared to be less frequent and non-sustained. The lvad team is uncertain of the cause of the pump power spikes but suspect they are related to volume and concomitant infection. A 50% stenosis of the outflow graft at the ascending aortic anastomosis was observed which will be reassessed during subsequent visits. The patient's ldh level was reportedly improving at discharge. The patient is being treated with ongoing lab checks and routine follow-up visits and is currently doing well.